Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the physician felt resistance when removing the roadrunner guide wire from the holder, and that there were dark spots inside the wire holder. It did not make patient contact and the procedure was completed with another device, so there were no injuries or additional procedures reported. It was further confirmed the presence of dark spots and shearing damage to the wire¿s polymer coating.